Event description:
The customer reported that the primary set separated at the engagement to a component. The separation was discovered during an infusion of normal saline. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of set separated at engagement was confirmed. Visual inspection of the set noted that the vinyl tubing was completely separated from the smartsite inlet port near the distal male luer. Examination under magnification noted that the inlet port of the smartsite had some evidence of solvent being applied at the component at one point when vinyl tubing was assembled into smarsite component. Visual inspection under microscope noted that the inlet port of the smartsite p/n (B)(4) had some evidence of solvent being applied at the component when the vinyl tubing was assembled into the smartsite component during manufacturing. No dimensional testing was performed on the tubing as it was not provided by the customer. The root cause of the set separated at the engagement was not identified as only a partial set was provided by the customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the primary set separated at the engagement to a component. The separation was discovered during an infusion of normal saline. There was no report of patient harm.